Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for spinal pain. The pump contained an unknown brand of morphine [1 mg/ml] at a dose of 0.3003 mg/day. It was reported there was a pending alarm that occurred on (B)(6) 2017. A motor stall occurred, and the stall recovered on (B)(6) 2017. The representative silenced the alarm and updated the pump. The pump was implanted on (B)(6) 2017. No patient symptoms/complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp via the representative reported the pump was functioning normally since silencing the alarm. The cause of the alarm was unknown. The patient¿s weight was unknown.